Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 29, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The returned sample was visually inspected. A crack along the female l-shaped connector was found, while still connected to the luer port. A retention sample from the same product code and lot number combination was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. Replication testing was performed on a retention sampling manifold line. The l-connector was over-tightened onto a port of the reservoir, which led to the l-connector cracking along the part, in the same way as the returned sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4). Results code: results pending completion of evaluation. Conclusion code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the male sample manifold connector was cracked and was leaking. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.